Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used an evercross device during treatment of a moderately calcified lesion in the mid left superficial femoral artery (sfa). The lesion was reported to exhibit 90% stenosis and the vessel was reported to exhibit no tortuosity. The device was prepped as per IFU without issue. No embolic protection was used and the device did not pass through a previously deployed stent. No resistance was encountered during advancement of the device. A non-mdt inflation device was used. It is reported that a balloon burst occurred during balloon inflation at a pressure of 8atms on the second inflation. There were no balloon fragments. A 6x40 everflex stent was then deployed to cover the lesion. No patient injury was reported.